Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found that the device cannot enter the user interface intermittently due to defective host pc. To resolve the issue, fse replaced the host pc and returned to philips for further analysis. The analysis showed that the host pc failure was due to unplugged cables. Following the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that there was a host pc boot problem. The system was not in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the host pc was replaced, the system was returned to use in good working order.